Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached. Functionally, the blue unload switch could only be depressed partially. The reload could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The adapter had 47 of 50 procedures remaining. The adapter was connected to an rpa handle running v29.5 software and rpa clamshell. The handle went into emergency retract mode and displayed the remove reload screen. After the anvil was retracted, the reload could be removed, after which the screen displayed a yellow adapter swim lane. The firing rod was noted to have some notable damage. An rpa reload was then able to be loaded and unloaded onto the adapter without difficulty. The adapter was connected to an rpa clamshell and an rpa handle running v29.5 software. The device calibrated correctly. The rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hang ups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. However, the adapter was noted to have a bad crc. It was reported that the knife blade was difficult to retract and the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the articulation mechanism was not in home position condition. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic roux-n-y bypass procedure, in the small bowel, the surgeon used the retraction tool to complete the stapling; after firing, the knife blade could not be retracted and the jaws could not be opened. To resolve the issue, a new stapler was used to resect and re-staple.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.